Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number 3002953813-2021-00002. It was reported that the patient experienced multiple alarms with subsequent pulsatility index decrease. The patient reported feeling weak, nauseous and tired. The alarms resolved after the patient switched to their backup controller. It was noted that the patient did not call the hospital after switching controller. Log file analysis prior to controller swap captured power cable disconnect events due to intermittent weak connection between the batteries and clips on (B)(6) 2021. There were no other events noted in the log file history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnects was confirmed via the submitted log file. A review of the submitted log file spanned approximately 2 days (16may2021 ¿ 17may2021 per time stamp). On 16may2021 at 08:33, 08:38, 10:50, and 10:51 while connected to batteries, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. The alarm did not affect the controller's ability to operate the pump at the set speed. The driveline was disconnected on 16may21 at 10:53 for a controller exchange but was powered on briefly the next day while the driveline remained disconnected. No other notable alarms active in the log file. The hm3 system controller, serial (B)(6) was not returned for analysis and was exchanged. Additional information stated that the alarms resolved after controller and clip exchange. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.